Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-06. H6: investigation summary material 221716 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1084462 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling and torquing processes were within specifications. Qc inspection and testing was satisfactory at time of release. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 1084462 (10 tubes) were available for inspection. No cap, tube or media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light yellow, trace hazy to clear. For further investigation, two retention samples from batch 1084462 were tested for growth. One tube was placed into 20¿25-degree celsius incubation and one tube was placed into 33¿37-degree celsius incubation. At 7 days incubation, there were no signs of growth or turbidity. Two photos were received to assist with the investigation: the first photo shows a gram stain of gram variable non-viable rods. The second photo shows a partial tube from batch 1084462. The media in the tube does appear to have a trace hazy appearance. Returns were received for the investigation. One hundred tubes from batch 1084462 were received in a 100pack carton (carton number 0035) were returned in a shipping box wrapped with wrapping paper and air bubbles. The media in all 100/100 returned tubes were within appearance specifications as in accordance with the certificate of analysis. When the tubes are shaken a sedimentation hazy does appear. For further investigation, two return samples from batch 1084462 were tested for growth. One return tube was incubated in the 20¿25-degree celsius incubator. One return tube was incubated at 33¿37-degree celsius incubator. At 7 days incubation, there were no signs of growth and the media maintained the appear hazy. Gram stain was performed on one incubated tube. Gram variable rods were observed confirming the complaint for non-viables. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. This complaint can be confirmed for non-viables from the photos and the returns. A trend has not been identified, therefore, no actions are planned at this time. Bd will continue to trend complaints for contamination and non-viables. H3 other text : see h10.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy broth 16 boxes of product were discovered to be contaminated. The following information was provided by the initial reporter: it was reported that customer received 16 boxes of 221716 tubes, lot 1084462, that are cloudy and look contaminated compared to what they are used to seeing. Customer does not want to use these new tubes as they are the same lot and also look contaminated. They stored the tubes and room temperature and saw the cloudy look to the media immediately upon opening the boxes and before use. The broth has not been gram stained yet, but customer agrees to do a stain to see if they find anything.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy broth 16 boxes of product were discovered to be contaminated. The following information was provided by the initial reporter: it was reported that customer received 16 boxes of 221716 tubes, lot 1084462, that are cloudy and look contaminated compared to what they are used to seeing. Customer does not want to use these new tubes as they are the same lot and also look contaminated. They stored the tubes and room temperature and saw the cloudy look to the media immediately upon opening the boxes and before use. The broth has not been gram stained yet, but customer agrees to do a stain to see if they find anything.